Event description:
Customer woke up and tested blood glucose on suspect device = 126 mg/dl. Went to work and passed out. When the paramedics arrived, they tested customer's blood glucose on suspect device and was 90 mg/dl. Transported to ER, where blood glucose on their device was 30 mg/dl 30 minutes later. No controls were being run.